Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, both bail covers were missing, the ring cover was missing, the ring cover screw was missing, two case screws were missing, the battery contacts were compressed, both bails were missing, the ring was missing, the keyboard was damaged and the display was out of specification with missing pixels. (B)(4).

Event description:
It was reported the device was returned for corrective maintenance. Follow-up indicates the device had physical damage. No patient complications were reported as a result of this event.